Event description:
It was reported that the distal contact of an electrode was bent. The reporter stated that the lead with the bent tip was not used at all. After it was evaluated, it was replaced with a new lead which was implanted. It was reported that the lead was never used with the patient and the patient received a new lead which did not appear to have any geometric distortions. No patient outcome was provided. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reported that the patient had a satisfactory outcome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead found that the distal end was bent. The lead was new, out of the box.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.